Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a single non-sustained oversensing episode on the patient¿s right ventricular apical lead preceded by multiple r waves, and, given the amplitude of the oversensed signals, were thought to be lead noise. The patient will continue to be monitored. The patient was stable throughout.

Event description:
New information received notes the lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.

Event description:
New information received notes another event of non-sustained right ventricular oversensing on (B)(6) 2018 reported via merlin.net. The patient is to be scheduled for a follow-up clinical visit. The patient weighs (B)(6) pounds.